Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR report # 2916596-2018-01538. This report is being submitted as additional information. Brand name, UDI #: the heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate 3 system controller is (B)(4). Approximate age of device - 1 year. Manufacturer's investigation conclusion: the reported event of power cable disconnect, no external power, and driveline disconnect alarms was confirmed. The system controller ((B)(4)) was returned for analysis. A log file was extracted from the system during preliminary testing. A review of the extracted log file (74180916) showed 256 events spanning approximately 19 days ((B)(6) 2018 ¿ (B)(6) 2019 per time stamp). Power cable disconnect alarms were active while connected to battery power on (B)(6) 2018 at 15:48:15, (B)(6) 2018 between 03:00:30 - 03:04:13 and between 05:57:12 ¿ 07:47:11. No external power alarms were active on (B)(6) 2019 between 05:59:15 ¿ 05:59:49 and between 08:24:00 ¿ 09:22:01. The ebb provided power to the system during the no external power alarms between 05:59:17 ¿ 05:59:19 on (B)(6) 2018. The driveline was disconnected from the system on (B)(6) 2018 at 06:08:11 and remained disconnected for the remainder of the log file. The submitted log file contained the same data as the extracted log file. The system controller underwent preliminary and functional testing. The controller passed all tests and was able to support pump function over an extended period of time. The system controller was run with a mock loop, two lab test 14v li-ion batteries, and two lab test 14v battery clips. The dual power cables were flexed, and the batteries wiggled around in the battery clips. The reported power cable disconnect alarms while connected to battery power was not reproduced. The root cause for the power cable disconnect alarms while connected to battery power was not conclusively determined through this analysis. Heartmate iii instructions for use section 3 entitled ¿powering the system¿ and heartmate iii patient handbook section 3 entitled ¿powering the system¿ addresses how to properly use the 14v battery clip injunction with the 14v li-ion batteries as a power source. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient expired after their lvad system was producing power cable disconnect, no external power alarms and driveline disconnect alarms on (B)(6) 2018. Emergency medical services (ems) were called by family and ems attempted to use the patient¿s back up controller to connect the lvad system. They connected the driveline and pump off alarms occurred at 8:20 am, power connected at 8:22 am and then the patient expired at 8:34 am. It was reported that the times on the patient's system controllers were not completely synced after the time change. This controller will be returned for evaluation. The patient system logs were submitted for evaluation. The manufacturer¿s technical service representative reviewed the log files for system controller (B)(4) dated (B)(6) 2018 and observed the system controller to be connected on (B)(6) 2018 showing the clock was not set correctly on one of the 2 system controllers. Also observed, was low voltage on the battery due to the patient running the batteries down below threshold voltage. The patient was disconnected from power and running on the emergency back up battery (ebb) for approximately 30 seconds. The driveline was disconnected on (B)(6) 2018 at 6:08:11 am. During the analysis of the log files from (B)(4) we observed power cable disconnects while on battery. There were also low voltage on battery. The cable disconnects actually began on (B)(6) 2018 at 3:03:10 am. The driveline was disconnected on (B)(6) 2018 at 13:24:23 pm. No additional information was provided.